Event description:
It was reported that a small volume folfusor overinfused; further described as infused in 24 hours instead of the expected therapy time of 48 hours. This was observed during use. The device was filled with fluorouracil 92.6 ml and 27.4 ml sodium chloride 0.9% with a total fill volume of 120 ml. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Initial reporter postal code: (B)(6) should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H4: the device was manufactured from november 18, 2021 - november 19, 2021. H10: the actual device was received for evaluation containing no fluid in the bladder. A visual inspection was performed using the naked eye which did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed and found to be within the product specification range. The reported condition was not verified. The device was found to be conforming product. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.